Event description:
It was reported that the patient experienced repeated ¿line blocked¿ alarms and subsequent hyperglycemia despite the cleo infusion set adhered to the skin successfully after placement. Issue was found to be related to applicator. There were patient involvement and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.